Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported issue regarding the device still won't turn on was verified during our evaluation. This report has been attributed to a diode on the analog board. The analog board was scrapped. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.